Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The field service engineer went onsite and cleaned the connector pins and the equipment was reported to be working fine and kept on observation. The device was not returned to olympus. The investigation is ongoing . A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the light source had error b30. The issue was found during preparation for use. The intended procedure was a diagnostic upper gastro intestinal (ugi) endoscopy, and was completed with another olympus device. There were no reports of patient harm.